Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported that she had been experiencing high blood glucose levels since the day prior to the call. Customer reported that she went to the emergency room with a blood glucose level of 319 mg/dl, but stated that her blood glucose level went as high as 400 mg/dl. Customer also reported that she was vomiting, nauseous, and had borderline diabetic ketoacidosis. Troubleshooting showed that the insulin pump had recently returned a no delivery alarm, but customer was able to get insulin to exit the tubing. Blood glucose level was 283 mg/dl at the time of the call. No further information was provided.